Manufacturer narrative:
The insulin pump was received with currents in specifications. No blank display noted and lcd display was ok. The device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip. No moisture damage electronic assembly. No unexpected off no power anomaly noted.

Event description:
It was reported that the customer had a blank display on insulin pump. The customer's blood glocuse level was 266 mg/dl. The troubleshooting was performed. The customer stated that he got on the pool with insulin pump and got wet. The customer was advised to return the insulin pump and we will sent a replacement. No further assistance was needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)